Event description:
It was reported by the customer that the pyxis medstation es system drawer 6 has been failed to open. The customer stated that the user was not able to remove the meds to the patient during this malfunction which caused delays to patient care workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer has broken u-link in solenoid. A field service engineer, u-link in main drawer 6 has been replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.